Event description:
"Caller alleged discrepant results compared with another meter. Results as follows:" date: unk, inratio: 1.7, venipuncture: 3.7. Time elapsed between each method of testing is a few minutes. Pts therapeutic range is not specified.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test result with lab result provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.7, reference: 3.7, mean: 2.7, confidence limits: 1.7 - 3.8. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported that the meter was moved during testing. Per product user guide precautions and warnings, "do not move the monitor during a test: user reported testing with meter on a non-flat surface. Per product user guide precautions and warnings, "test with the monitor on a level surface that is free of vibrations." Strip lot number not provided. No further investigation is possible. Review of complaint revealed customer holding meter during test. This could change sample flow pattern and cause test inaccuracy. Analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. No strip lot info was available and no product was expected to be returned. Further investigation for product performance could not be performed. This issue will be subject to tracking and trending. Corrective action not required at this time.